Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported exchange from textured to smooth implant due to their concern with the product and rupture confirmed via MRI. Healthcare professional later reported "recent MRI evidence of¿ breast gel implant rupture" and "textured". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/24/2024.

Event description:
Patient reported exchange from textured to smooth implant due to the patients concerns with the product and rupture confirmed with an MRI. Healthcare professional later reported "recent MRI evidence of ¿ breast gel implant rupture" and "textured". Healthcare professional later reported "patient did not have natrelle implants." This record is for the right side of a non-abbvie device. Device was explanted.

Event description:
Patient reported exchange from textured to smooth implant due to their concern with the product and rupture confirmed via MRI. Healthcare professional later reported "recent MRI evidence of¿ breast gel implant rupture" and "textured". This record is for the right side. The device remains implanted.

Event description:
It has been determined, that the device associated with this complaint is a non-allergan device. This record is no longer reportable against an allergan device. And will be un-reported.